Manufacturer narrative:
Corrected data : product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead could not tighten to the connector on the implantable cardioverter defibrillator (ICD). Another device was used and the procedure was completed. No patient complications have been reported as a result of this event.